Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would freeze , or that the programmer would not update software. It was indicated that a keyboard hinge was broken. The programmer was repaired and returned to use. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze during interrogations. The programmer would also not recognize the universal serial bus (usb) drive for update. The programmer was returned for service. No patient complications have been reported as a result of this event.